Event description:
It was reported that during a prostate procedure a "fiber tip fell off, retrieved at 250300j". A second fiber was used to complete the case. Patient outcome: "no injury to patient reported".